Event description:
It was reported that the pump gave error code 45985. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an error code 45985 immediately after starting the device. The cause of the customer reported problem was the defective mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the mainboard.